Manufacturer narrative:
From the provided stericycle deep disinfection request form livanova (B)(4) learned that the cleaning and disinfection procedures were not performed per the instruction for use (IFU) and that the heater cooler system 3t was placed inside the operation theatre during use. The laboratory test report confirming about the contamination was provided. On the deep disinfection request form it was stated "3 sepsis", however, after investigation it was identified that the patients were not all operated in the treviso's hospital, and sure before the arrival of the three devices object of the form. Based on the information provided, a connection of the bacterial infection of the patients with the usage of the heater cooler system 3t can be excluded. The heater cooler system 3t was returned to livanova (B)(4) to undergo the deep disinfection procedure. The deep disinfection procedure was completed successfully on (B)(6) 2018. Corrective actions are in progress for this issue.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
(B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera contamination on (B)(6) 2017. There is no known patient involvement.